Event description:
The facility reported a colleague infusion pump with a malfunction of a repeating error 703. The event was reported to have stopped patient therapy. According to the hospital representative, no patient injury or medical intervention has been reported in association with this event. No additional information is available. The user interface module software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 703 was found in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition. However, the user interface module printed circuit board, pumphead module, and user interface module to pumphead module signal and power harnesses were replaced as a precaution. Additional information: this device is a remediated colleague pump with a user interface module software version of (B)(4).

Event description:
It was reported that a pt underwent an abdominoplasty procedure on (B)(6) 2010. A drain was placed and a reservoir was connected. The reservoir did not produce suction. Another like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Additional information: the root cause will be identified/addressed through the CAPA investigation, (B)(4).

Event description:
It was reported that 15 minutes after implant the search av feature still would not run. Implant detect was manually turned off. The technical consultant stated that search av runs 60 minutes after the end of implant detect, and that turning it on and off may cause it to run during implant detect. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.